Manufacturer narrative:
8/18/97-supplemental report #1 submitted to FDA. The production lot number previously reported to the MFR was incorrect as the product lot was unk. As a result the MFR report # (2647580-1997-811) is not the appropriate MFR report #. Co will submit an initial report with the appropriate manufacturing site reference number which is MFR report #1219161-1997-1048. All info pretaining to this event will be submitted in the initial MFR report #1219161-1997-1048. Please disregard MFR report #2647580-1997-811 and refer to MFR report # 1219161-1997-1048 for all info concerning this event.

Event description:
The product was used during a gastrectomy procedure. Reportedly, the needle tip broke. The surgeon used another suture to complete the procedure. The hosp has reported no pt injury occurred.